Event description:
Boston scientific-target was notified that during closure of aci dx, prosecution complicated by early disengagement of the gdc 10-standard synerg detection circuit. Prosecution in total anesthesia, via af dx - 6f introducer sheath, left 6f introducer sheath. After ag and verification of shape aneurysm change for 5f guiding catheter, induction of microcatheter into aneurysm. Gradual filling with coil. This last gdc 10-standard synerg detection circuit started creating a knot. During extracting attempts if disengaged. The microcatheter was retracted and the coil was partially drag into the guiding catheter. Attempts to press it by balloon in the guiding catheter and retraction were unsuccessful, therefore the microcatheter was removed from the coil. The longer part of the free end of the coil was drag into the guiding catheter. Trial to introduce a retrieval device was unsuccessful. Therefore, a next guiding catheter was introduced via left af into proximal aci, the coil was gradually extracted using a retrieval device (microvena 5-mm). Successful extraction was completed. There were no complications with the pt as result of this event.